Event description:
According to the reporter, during a laparo appendectomy procedure, for the first firing the nurse connected the reload to the adapter and checked the jaws opening/closing. The surgeon inserted the device to the cavity and pushed the blue button to clamp the tissue, however could not close the jaws fully. Replaced by new reload and the clamping and the firing were completed with no problem. The status of the patient is no problem.